Event description:
Patient had surgical removal of a depuy right hip hardware due to medical issues and product recall. Medical issues included elevated blood levels of metals, metallosis, and synovitis of the right hip with pain. Depuy artificial hip originally implanted on (B)(6) 2008.